Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803. (B)(4).

Event description:
It was reported that during preparation for a biopsy, the device allegedly was not able to be primed. Reportedly, the biopsy was cancelled as it was determined by the health care professional to perform a biopsy surgical procedure. There was no patient involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. Vacora biopsy probe with product packaging and label were returned for eval. The canula was slightly retracted exposing the sample notch. The syringe was rec'd at the 7ml mark. The driver reset the cannula and syringe to their initial positions and the lights flashed green, indicating that the probe was ready to take a sample. The prime button was pressed and the device began the priming cycle. The probe did not complete the priming cycle returning to the original configuration with lights flashing on the driver. The driver and probe were reset but the problem occurred again. The investigation is confirmed, as the probe failed to complete the priming cycle during functional testing. The root cause could not be determined based upon available information. It is unk whether procedural issues contributed to the event. The vacora biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device was not able to be primed. The biopsy was cancelled as it was determined by the health care professional to perform a biopsy surgery. There was no patient involvement.